Event description:
Reporter stated that correlation studies were performed, using the suspect device, with blood pt results of 1.1 inr, 6.8 inr, and 3.6 inr. The same samples, when tested on a laboratory instrument, reportedly measured 1.6 inr, 4.7 inr, and 2.7 inr, respectively. Liquid quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.